Event description:
Sales rep reported that a knee revision surgery due to pt's knee being loose. The surgeon removed the 4 x 14 mm ultra tibial insert and implanted a 4 x 18 mm ultra tibial insert. The removed implants were not returned to omni. The original surgery was on (B)(6) 2011 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implants were not returned for examination and therefore omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing lot records was performed. There was no evidence in the files that showed a correlation that would likely result in loosening of implant in the pt. All implant lot records were reviewed and there were no deviations reported.